Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The pump was not returned for evaluation as it was not explanted and an autopsy was not performed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient had factor v deficiency, and in (B)(6) 2016, developed a thromboembolism of the left leg requiring multiple extensive surgeries. The patient was on anticoagulation therapy at the time. While recovering from the surgeries the patient experienced a left-sided stroke that caused weakness in the right arm and leg. The patient had a prolonged recovery period, and was eventually was discharged to home. On (B)(6) 2017, the patient was found unresponsive at home by a family member. The patient was taken to a local emergency department, and a CT scan showed a large subarachnoid and intracerebral as well as subdural hemorrhage. The patient¿s inr was 5.4. The physician from implanting hospital instructed the emergency department staff to give kcentra or fresh frozen plasma; however, neither was given prior to the patient being transferred to the implanting center. On assessment at the implanting center, the patient had fixed and dilated pupils. A craniotomy was performed; however, necrotic brain tissue was found. On (B)(6) 2017, support was withdrawn and the patient expired that day. No additional information was provided.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted. A correlation between the device and the reported hemorrhagic stroke and subsequent patient outcome could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.